Event description:
It was reported by service report that the fowler was stuck in the low position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: outer housing.